Manufacturer narrative:
The event was previously reported under per-2020-0070424 and MFR report number 2184149-2020-00051.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During the procedure, when attempting to pace, it was noted the right side could not be mapped as there were not enough pvcs from the patient. Pace mapping was attempted, however was not successful due to over saturation of the system. The physician decided to end the procedure due to patient lack of pvcs and saturation. There were no further consequences to the patient and the patient was stable.